Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) erbe to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the erbe to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was analyzed and it was found to have an error c-33 on artemis. During testing, the erbe unit displayed error code c-33 upon startup, and the system log showed error m-b0 and c-00. The probable cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates a higher voltage than expected during energy activation.

Event description:
It was reported that during a da vinci assisted surgical procedure, the integrated electrosurgical unit (iesu) erbe was faulting with errors. An intuitive surgical inc., (isi) technical support engineer (tse) reviewed the system logs and noted error c-33. Tse advised customer to switch to classic mode. There were no reports of patient injury.